Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately two months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 2000020526 / 21328881 / 21328881. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 330017.

Event description:
It was reported that the patient was experiencing discomfort at the ipg and lead sites. It was noted that the patient felt the leads were poking under the skin. The patient underwent an explant procedure whereiin the ipg and leads were removed. The explanted devices were not returned.